Event description:
It was further reported that the site has confirmed that there was no thrombus present post-procedure. Hence, the causality has been downgraded for the event and the complaint has been withdrawn.

Event description:
(B)(4). Same case as: MDR ID 2134265-2013-06963. It was reported that during a percutaneous coronary intervention, thrombosis occurred. In (B)(6) 2013, clinical assessment identified the subject¿s qualifying condition as unstable angina and the subject was referred to cardiac catheterization. The target lesion-1 was located in the mid right coronary artery (rca) extending into the distal rca with 90% stenosis, a length of 16 mm, and a reference vessel diameter of 2.5 mm. The target lesion-1 was treated with pre-dilatation, placement of a 2.50 x 16 mm study stent, and post-dilatation with 10% residual stenosis. The target lesion-2 was located in the proximal left circumflex (lcx) artery extending into the distal lcx with 95% stenosis, a length of 24 mm, and a reference vessel diameter of 2.5 mm. The target lesion-2 was treated with pre-dilatation, placement of a 2.50 x 24 mm study stent, with 10% residual stenosis. The target lesion-3 was located in the proximal left anterior descending (lad) artery extending into the mid lad with 85% stenosis, a length of 44 mm, and a reference vessel diameter of 2.75 mm. The target lesion-3 was treated with pre-dilatation, placement of 2.75 x 24 mm and 2.75 x 20 mm study stents, and post-dilatation with 10% residual stenosis. During index procedure, there was 85% stenosis of the proximal lad extending into the mid lad which was treated by placing two study stents of 2.75 x 24 mm and 2.75 x 20 mm dimensions. After placement of study stents a thrombus was noted with a residual stenosis of 10%.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).